Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The suspected cause was due to the customer¿s settings requiring adjustments. The customer consumed glucose gel packets to address bg. Customer updated their pump settings to address the event and recommendation was made to consult with a healthcare provider to discuss diabetes management.